Event description:
It was reported that this pacemaker device is suspected to be exhibiting premature battery depletion behavior. It was noted that at the last device check approximately one year ago, the remaining battery life was three years. However, based on the pacing rate of 90 beats per minute observed with a magnet applied to the device, there is currently less than one year of battery life remaining. Boston scientific technical services (ts) provided guidance that device data would need to be submitted to boston scientific engineering for analysis to determine the battery depletion status. A device replacement procedure is being considered. Ts indicated that battery status can be determined if device data is saved at the time of device replacement and submitted for analysis. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported.